Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received the following readings, hi on the system indicates a result in excess of 600 mg/dl: hi on (B)(6) 2016 in the am; 170 mg/dl on (B)(6) 2016 in the am - customer could not recall exact time, but results were within 10 minutes. Hi mg/dl on (B)(6) 2016 at 12:00pm, 164 mg/dl on (B)(6) 2016 at 12:00pm. Hi mg/dl on (B)(6) 2016 at a different time in the pm; 164 mg/dl on (B)(6) 2016 in the pm-customer could not recall exact time, but results were within 10 minutes. No adverse event reported. Returning and replacing meter and strips.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.